Manufacturer narrative:
The insulin pump functioned properly during functional check including the rewind, basic occlusion, occlusion, priming, excessive no delivery, displacement and unexpected restart error tests. All operating currents were within specifications and there was no unexpected low battery or off no power alarm. There was no motor position encoder error alarm or motor error alarm. The motor passed the motor test. The insulin pump was received with cracks on all four corners near the display window, scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 448 mg/dl. Customer treated their high blood glucose via bolus delivery. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received multiple motor error alarms in a 30 day period. Customer performed and passed the displacement and self-tests. Customer received motor error alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.